Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that that they found a leak in the balloon today because the patient decompensated and had to switch out his trach rapidly and that¿s when they checked the balloon. The event occurred during upon opening. After removal ballon was not inflated, patient was in respiratory distress, therefore was the reason for troubleshooting trach.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.